Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal vhd was deployed. A week later the pt returned with a pus filled groin. The site was cultured and the results were positive for bacteria. The pt was taken to surgery for an incision and drainage and did well following surgery. No further complications were reported.